Manufacturer narrative:
Our product evaluation laboratory received on swan-ganz catheter with monoject limited volume syringe. As received, liquid was found in the balloon gate valve. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon was unable to deflate completely. After the liquid was aspirated from the gate valve using a syringe, the balloon deflated within 2 seconds without a syringe attached which is within specifications. As stated in the IFU, "inflate the balloon with co2 or air to the maximum recommended volume. Do not use liquid" and "passively deflate the balloon by removing the syringe from the gate valve". The balloon failed to deflate fully with the syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. The report of balloon deflation issue was not confirmed. An engineering evaluation task was initiated to assess any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. It is unverified if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that prior to insertion of a swan-ganz catheter during an open heart procedure, the anesthesiologist tested the balloon and noted the balloon would not deflate. The physician's initial attempt to deflate the balloon was through aspiration with the syringe attached. While troubleshooting, the syringe was then removed several times in an attempt to passively deflate the balloon, but to no avail. The catheter was immediately switched out for another one and was never introduced into the patient; therefore, no patient injury. Patient demographics are unknown.